Manufacturer narrative:
(B)(4) physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (charge-pak, attention and service wrench) would not stay powered on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Correction information: section of the initial medwatch report indicated: serial number - (B)(4) ; section of the initial medwatch report should have indicated: serial number - (B)(4) physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The leaky filter depleted the internal hlc batteries which led to the reported power issue.